Event description:
It was reported that the sample quality was poor, during the breast biopsy procedure. The driver was replaced and the procedure was completed with adequate samples obtained using the second driver. There was no patient consequence reported. The device was returned for service and repair.